Event description:
A physician reported that during an intraocular lens (iol) implantation surgery, a scratch was observed on the posterior surface of the lens after implantation. The procedure was completed on the same day, and the lens was replaced with the same model and power. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.